Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent an endovascular treatment for type a aortic dissection using gore® tag® conformable thoracic stent graft with active control system (ctag ac) and gore® dryseal flex introducer sheath (dsf sheath). During insertion of 24 fr dsf sheath, resistance was felt but it was successfully advanced to the target site. Two ctag acs were implanted. When ballooning for the distal ctag ac was performed, the device moved proximally slightly, resulting in type ib endoleak. Therefore, a distal extension of zenith tx2 was additionally placed distal to the ctag ac. The type ib endoleak was clearly reduced but remained. It was left for monitoring. When withdrawing the dsf sheath, the right external iliac artery was injured. Diameter of the injured site was unknown as there were no CT data around the injured site. Two additional stent grafts were placed in the right external iliac artery. Also, the puncture site was surgically repaired. The patient tolerated the procedure. The reporting physician commented as follows: access vessel trauma was within expectation.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation findings and conclusions were updated to reflect the results of investigation. H6: code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications.